Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as diagnosis, the patient was hospitalized for the event. On an unreported date, in the same month as diagnosis, the patient began intraperitoneal treatment for the peritonitis with ceftazidime, 1.5 grams, daily and vancomycin, 2 grams, for one day. Four days after being admitted, the patient was discharged from the hospital. Three weeks after onset, the patient was recovered from the peritonitis event. At the time of this report, dianeal therapies were ongoing. No additional information is available.